Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the left anterior descending artery was 80% stenosed. The lesion was predilated with an emerge balloon and then the 3.00x16mm promus premier stent was deployed at 12atms. Post dilation was performed with the 3.5x8mm nc quantum apex balloon for two inflations at 26atms. Intra-operative transthoracic echocardiogram (tte) revealed cardiac tamponade with rv collapse and hypotension, which was managed with pericardial effusion drainage. It was also noted that post stent deployment in the lad, the diagonal branch became occluded with unsuccessful wiring.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02298. It was reported that a vessel perforation occurred. The target lesion was located in the moderately calcified left anterior descending artery (lad). A 3.00x16mm promus premier¿ stent was deployed in the lesion at 12atms. It was noted that residual waste was evident. Post dilatation was then performed with a 3.50x8mm nc quantum apex¿ balloon in the distal stent at 26atms and then in the proximal stent at 26atms. During inflation it was noted that the balloon was elongated outside of the stent edge. Contrast was injected and a perforation at the distal stent edge was noted. The perforation was sealed with repeat inflation and deflation with a 3.0x20mm emerge balloon over a 45 minute period. The procedure was completed with no additional patient complications reported.